Manufacturer narrative:
H11: additional manufacturer narrative: attempts have been made to obtain product for evaluation. No device was returned. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from the medical record of (B)(6) that the 5200 carpentier-edwards physio ii annuloplasty ring was explanted after an implant duration of two (2) years and five (5) months due to ring dehiscence with large pseudoaneurysm and severe mitral stenosis. The explant ring was replaced with a 29mm non-edwards valve. Per medical records, the patient was asymptomatic. Intraoperatively, there was giant aneurysm in aortic root with fistula formation to la over mitral annuloplasty ring. The old prosthetic 23mm inspiris valve was explanted (B)(6). The 32mm 5200 annuloplasty ring was also loosely connected to annulus and was explanted. The giant pseudoaneurysm destroyed anterior mitral leaflet, aortornitral curtain, and perinuclear tissue. The mitral valve was replaced with a 29mm non-edwards valve with reconstruction of aortomitral curtain with bovine pericardial patch (commando procedure), aortic root replacement with 23mm konnect avc and rvot repair another bovine pericardial patch. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). The causes of reoperation following a failed annuloplasty repair is well-documented in medical literature. Typically, reintervention on the annuloplasty ring occurs due to factors such as progression of valvular heart disease, rather than inherent structural deficiency in the annuloplasty ring itself. Over time, the underlying heart condition that initially required repair may worsen, leading to further valve deterioration. This ultimately affects the durability of the initial repair, necessitating re-intervention. Other contributing factors include the emergence of new pathologies (such as infective endocarditis or degenerative changes), the patient's baseline hemodynamics, anatomical alterations, and procedural considerations. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient and/or procedural factors. Per the instructions for use (IFU), structural valve deterioration (svd) is a known potential risk associated with bioprosthetic heart valves. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.